Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was detached from the delivery system and was damaged. There were crimp marks on the balloon between the markerbands which confirms that the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was mangled; there were stretched, bent, and lifted struts throughout the full length of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. A 20x3.5mm liberte bare stent delivery system (sds) was removed from the packaging hoop and upon removal of the mandrel it was noted that the stent had already dislodged from the balloon and was stretched. The stent had dislodged inside the protector hoop. The procedure was completed with another of the same device. There were no patient complications and the patient's status is good.